Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. Device evaluation: visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. The pushrod was observed overrode the lens in the cartridge. Residues of lubricant material was observed in the cartridge. The lens was also observed stuck in cartridge. It was also noticed the cartridge tip was deformed. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Complaint history: a search of complaints revealed only one additional investigation request for this po number for preloaded plunger did not lock which is not related to this event. Product deficiency was not identified in that investigation. Conclusion: as a result of the investigation there is no indication of a quality product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 22.0 diopter intraocular lens (iol) would not advance when inserting the lens into the patient's eye. It was indicated there was contact with the lens and the patient's eye. There was no surgical intervention and no harm to the patient. The procedure was successfully completed with another lens of the same model and diopter size. No other information was provided.